Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/21/2022, 12/01/2022 and 12/14/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has check vent code 110b proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed verified this occurred after a few minutes of running. He reseated the data acquisition printed circuit board assembly (da pcba), but it did not solve the issue. The rse recommended replacing the solenoid 3 and 4. Also provided parts ID for the da pcba to order if the solenoids don¿t solve the issue.